Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold, increased pacing impedance and increased defibrillation impedance were observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was explanted and replaced to resolve the event. Diagnostic imaging was performed but no anomalies were observed, the rv lead was in optimal position. The patient is stable.